Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that cardiac arrest patient started cooling at 10.23am on the arctic sun device. Esophageal probe running therapy and secondary source rectal temperature to bedside monitor. Patient temperatures were correlating but started to drop significantly . X-ray verified esophageal probe in place. Temperature probe cable was replaced, and esophageal probe was replaced with temp foley probe. At first patient temperature started to increase to 28c, but back at 26.3c. Water temperature was 40c, flow rate was 3.4lpm and trend indicator showed all bars trending upward. Patient sedation was stopped. Mss confirmed that device appeared to be functioning correctly and temperature drop was patient related. Mss also discussed addition of blankets or bair huggers to assist patient with getting to target temperature. Nurse also noted trend showing patient temperature was on the rise. Nurse would call back with additional questions.

Event description:
It was reported that cardiac arrest patient started cooling at 10.23am on the arctic sun device. Esophageal probe running therapy and secondary source rectal temperature to bedside monitor. Patient temperatures were correlating but started to drop significantly. X-ray verified esophageal probe in place. Temperature probe cable was replaced, and esophageal probe was replaced with temp foley probe. At first patient temperature started to increase to 28c, but back at 26.3c. Water temperature was 40c, flow rate was 3.4lpm and trend indicator showed all bars trending upward. Patient sedation was stopped. Mss confirmed that device appeared to be functioning correctly and temperature drop was patient related. Mss also discussed addition of blankets or bair huggers to assist patient with getting to target temperature. Nurse also noted trend showing patient temperature was on the rise. Nurse would call back with additional questions.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that the esophageal probe was not a ucc product. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.